Manufacturer narrative:
Dental implant could not be placed in the final position and was removed. Type I bone (very hard). Dentist should have followed surgical protocol and used pre-drills and tap in hard bone situations according to IFU.

Event description:
Dental implant could not be placed in the final position and was removed. Type I bone (very hard).